Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported that during a tympanoplasty surgical procedure, it was observed that motor device and the attachment device were getting really hot. It was reported that the devices were being used together during the same procedure and it was unknown which device was causing the issue. There was a five minute delay in the surgical procedure and a spare device was available for use. It was reported that the surgery was successfully completed. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the reported condition could not be confirmed. Therefore, an assignable root cause could not be determined. However, during evaluation, it was determined that the cutter could not be inserted and the bearings were corroded, worn out and no longer in axial alignment to allow insertion of the cutter. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate